Manufacturer narrative:
(B)(6).

Event description:
According to the reporter, "the suture was positioned to shot it, surgeon drives the machine and it started to place the clips. On the middle of the shot, the suture get stuck causing rupture thereof and surgeon could not complete the collocation of it." This occurred during a dixon (sigmoidectomy) procedure. The staple line was incomplete. The surgeon had to manually sew the staple line. It was fixed completely up to the middle of the fire, to avoid permanent damage to a body structure. The last known patient status is that the patient was released from the hospital.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of device and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired. The anvil of the reload was bowed. Product was sent to engineering for further evaluation. Review of the cartridge surface finds a hole piercing through the surface damaging the pushers and staples which align with that damage. Review of the interior of this damage finds the sled vanes to be sheared off which prevented the pushers distal of the damage from being advanced during firing. The center knife slot adjacent to the damage is collapsed with a loose staple observed to be stuck within the slot. Functionally, the instrument was loaded with an endo gia* roticulator* 60-3.5 sulu. The loading unit was applied to test media with proper transection and staple formation. The reload was loaded into a post market vigilance instrument to move the knife up for visual evaluation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The damage resulted from the device being clamped and fired with an obstruction within the jaws of the device. The obstruction prevented proper advancement of the sled during firing causing the sled vanes to shear from the base of the sled. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.